Event description:
It was reported that it was difficult to insert the lead into the connector area of a competitors device. The device was replaced and the lead was successfully inserted into the new header. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.